Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
This is a complaint about the anticancer drug leaked out through the gap in the protector during use.

Event description:
This is a complaint about the anticancer drug leaked out through the gap in the protector during use. Per follow up: the leak was found between the protector and the vial. Lot number is unknown. The protector was attached manually. Medication used is kytruda.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: four samples were provided to our quality team for investigation. Through visual inspected it was noted the protector penetrated the vial stopper off center, causing the cannula to twist and leading to the leak reported. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing and verification all critical dimension are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the sample evaluation it was determined that the protectors were not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.